Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was severed 10 centimeters (cm) from the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
A request was received from the patient's family member for deactivation of remote monitoring due to the death of this patient. There were no allegations regarding device functionality relating to this patient's death. Subsequently, the rv lead was returned to our post market quality assurance laboratory for analysis.

Manufacturer narrative:
The alert was cleared which stopped the beeping of the device. The patient planned to be monitored and was instructed to report to their physician if the device began beeping again. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting beep tones. The device was interrogated and it was identified that there was an alert for an out of range shock lead impedance measurement of zero ohms with the right ventricular (rv) lead. All other previous shock impedance measurements were 70 to 80 ohms. The measured shock impedance in clinic was 70 ohms. The pacing impedance and pacing threshold measurements were within normal limits. It was reported the patient uses a continuous positive airway pressure (CPAP) machine and also had a heating pad on their lower back.